Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the infusion set's tubing detached from the tubing connector. It was noticed by the patient, upon looking down. Patient's blood glucose level was between 90-120 mg/dl. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.